Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was also reported that the patient felt "no stimulation sensation" since (B)(6) 2013. It was stated that the patient began a stay in the hospital for 11 days starting (B)(6) 2013 due to "a c disk and then became mental issues." The patient reported feeling "no stimulation" after turning the device up to 10v. It was noted that the patient had a "fender bender" and fell a week prior to report. An additional fall was reported the day of report. Five days after initial report it was stated that the patient could "just barely feel stimulation." It was also noted that the patient had not "user her stimulation since feb due to other medical issues unrelated to her scs system." Impedance testing revealed that "pairs involving 0, 1, 2, 4, and 5 were all <10k (ohms)." It was also stated that "generally pairs with 6 through 15 were normal range." It was reported that the patient received "bilateral simulation from her low back to feet." It was also noted that the patient was reprogrammed. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 287650001, implanted: (B)(6) 2011. Product type: accessory: product ID 355531, lot# n288948, implanted: (B)(6) 2011. Product type: screening device. (B)(4).

Event description:
Additionale information reported the patient cannot ¿get it to come on or feel anything.¿ it was stated the device was ¿on¿ it was reported the patient is starting to get ¿really bad pain¿ again. It was noted the device ¿worked fine¿ after the fender bender. It was stated the patient was ¿definitely smoking circuits.¿

Event description:
It was reported that the patient was evaluated on her first visit and had her stimulator reprogrammed.

Manufacturer narrative:
(B)(4).